Event description:
During procedure a "ti-knot" device ref: (B)(4) failed to cut suture and a second device was tried with the same results. The items were removed and provided to supply management. Product one lot: 130150, expires 01/2017. Second device lot: 83665, expires 11/2016. Procedure was a laparoscopic nissen fundoplication with gastrostomy.